Manufacturer narrative:
Date initial report sent: 08/13/2008.

Event description:
Procedure type: left renal cryo lap. According to the reporter: the balloon was over inflated to 30+ ccs., at that point, the balloon burst while inside the cavity. There was no report of pieces falling into the cavity. Operating room time was extended approximately 20 minutes. No patient injury was reported.